Event description:
It was reported that the field representative was informed that an alert was received for the shock range impedance being out of range (oor) on this implantable cardioverter defibrillator. Technical services (ts) accessed the patient monitoring system and noted that generally the shock impedance has been about 90 ohms or greater, for the past year. There had also been a very subtle gradual increase in the past 2 months. The oor impedance was recorded at about 126 ohms. Ts discussed that if impedance was 125 ohms or just over, that it was suggested to continue to monitor. Would also recommend to perform a commanded shock at 145 ohms. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
This supplemental report is being to update the conclusion code.